Manufacturer narrative:
The cause for the falsely elevated advia centaur xp folate (fol) results observed by the customer compared to an alternate test method is unknown. Siemens has inquired if the patient sample is available for further investigation.

Event description:
A falsely elevated advia centaur xp folate (fol) result was observed by the customer on a patient sample and considered discordant compared to an alternate test method result. The patient sample was manually diluted and retested on the advia centaur xp and the result was low. The customer performed repeat testing on another advia centaur xp reagent lot, and the result was high compared to the alternate test method result. The patient sample was auto diluted and the result was low. There are no known reports of patient treatment being altered or prescribed or adverse health consequences due to the elevated advia centaur xp folate result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00171 on (B)(6) 2015 for a falsely elevated advia centaur xp folate (fol) result on a patient sample. On (B)(6) 2015 additional information: the cause for the falsely elevated advia centaur xp folate (fol) patient result when compared to an alternate test method result unknown. The patient sample is not available for further investigation by siemens. No conclusion can be drawn. The instrument is performing within specifications. No further investigation is required.